Event description:
It was reported that during a surgical procedure at the user facility the device leaked a large amount of fluid. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated by a manufacturer field service technician at the user facility. No device failure was identified. The device was serviced for preventive maintenance and returned to service.

Event description:
It was reported that during a surgical procedure at the user facility, the device leaked a large amount of fluid. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.